Event description:
It was reported that a radix-anker post separated, leaving a piece lodged in the root; outcome of the event is not known as of this report.

Manufacturer narrative:
While there is no indication patient injury resulted or that intervention was required, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability. The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.